Event description:
The customer reported that the device failed to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported patient involvement. The device was evaluated by a third part service provider. The issue was localized to the optical switch.